Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir compartment was damaged. There was a broken piece that was chipped off where the reservoir screws in and is locked into place. They were putting the reservoir into the insulin pump when they noticed the damage. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.